Event description:
The customer stated she was hospitalized due to hyperglycemia and vomiting. The customer stated her blood glucose reading was over 400 mg/dl so she went to the emergency room. At the emergency room she changed her infusion set and her blood glucose levels decreased. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. The customer was advised to use a different vial of insulin and to discuss the situation with her doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.